Event description:
It was reported that the anesthesia system generated a technical error code indicating an open safety valve. There was no patient harm reported. Manufacturer's reference number: (B)(4).